Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer indicated "since the reader was exchanged, there were even more problems than before - four false positives". The complaint is confirmed. Both readers were replaced, and normalized. The root cause is likely related to optics failure. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation.

Event description:
It was reported that while using the bd instrument max clinical with bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by the laboratory personnel. A confirmatory test was performed and the result was negative. There was no indication results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860 k130470.

Event description:
It was reported that while using the bd instrument max clinical with bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by the laboratory personnel. A confirmatory test was performed and the result was negative. There was no indication results were reported out and there was no report of patient impact.